Manufacturer narrative:
Patient information was not made available from the site. Issue resolved at time of the event when navigation system was re-booted, restoring normal function. On 09/30/2016 a medtronic representative, following-up at the site, confirmed that when the reported issue occurred, there was a 10 minute delay and the site re-booted the navigation system to resolve the issue. No further issues have been reported.

Event description:
A medtronic representative received a report on 09/16/2016, that while in an ear, nose & throat (ent) procedure on (B)(6) 2016, the site's navigation system unexpectedly became unresponsive. No further details regarding this issue, or specifically when it occurred, were provided. In trouble-shooting, a system re-boot restored normal function. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was 10 minutes. There was no impact on patient outcome reported.